Manufacturer narrative:
The event occurred in (B)(6). Will not be returned to manufacturer.

Event description:
Customer reportedly received the following results on the aviva combo system within 10 minutes: 387 mg/dl, 282 mg/dl, and 139 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device however the customer no longer has the test strips.